Event description:
It was reported that the ilet user experienced hyperglycemia with a highest cgm value of 283 mg/dl after missing a lunch meal announcement, and the glucose subsequently trended down to 263 mg/dl; no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified as a missed meal announcement, and the medical device problem related to an improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.